Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "thin spot-on tube/variation in wall thickness, anomalies on the tube, inconsistent extrusion process". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: ¿ do not use if package is opened or damaged. System care, maintenance, and monitoring of device d. To ensure unobstructed flow of fecal matter from the drainage tube to the collection bag, frequently verify that the catheter and collection bag are positioned so that the catheter is not twisted, kinked, or externally compressed. E. Frequently verify that waste is not accumulating in the catheter drainage tube. F. Verify patient is not lying on drainage tube or ports in such a manner as to potentially cause discomfort or localized prolonged pressure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the dignishield stool management system delivered from materials after original devices balloon had a leak. Replacement dignishield had a large cut on the tubing causing stool to leak, it was not out of the balloon, but from the tubing itself. Packaging of the device was intact without cuts.